Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the physician that the patient was seen in clinic complaining of shocks located on upper left side of body and left arm every three hours. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.